Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the device found it was returned fully deployed. All needles and both sutures were not returned. There was no detected damage to the entire device. Also received with the prostar device was a .035 inch coiled guide wire with no manufacturer identification. Inspection of the prostar guide wire entry point at the sheaths distal end and the guide wire exit port, located proximally on the sheath did not detect any damage or anomaly. Using the returned guide wire the device was tested for its guide wire insertion capabilities from both the sheath distal guide wire entry lumen and the sheath guide wire exit port. Using the straight stiff end, the guide wire was inserted into the sheath distal entry guide wire entry lumen. No resistance was encountered during entry and there was complete guide wire travel through the sheath exiting the guide wire exit port, except for slight resistance when the guide wire encountered the hemostasis valve. Using the soft, flexible j-tip end of the guide wire, with the guide wire inserted into the sheath proximally located guide wire exit port, entry and complete guide wire travel through the sheath were successful with the guide wire exiting the guide wire entry lumen located at the very distal end of the sheath. No unusual resistance was encountered except for slight resistance when the guide wire encountered the hemostasis valve which required slightly more effort to cross the hemostasis valve. Engineering concluded the extra resistance required for the soft flexible j-tip to cross the hemostasis valve was likely normal since the j-tip will not hold its shape as readily as the stiff straight end of the guide, which is the recommended insertion end of a guide wire. The reported use of a 6f sheath during the initial stages of the procedure is not consistent with the instruction for use (IFU). The IFU under indications for use states: the prostar xl 10f system is designed for use in conjunction with 8.5 to 24f sheaths. Use of a smaller than specified sheath may have played a role in the performance of the device, however, it could not be confirmed. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician, trained in the use of the prostar xl device, attempted arteriotomy pre-closure of the common femoral artery prior to an interventional procedure. Reportedly, the prostar was already placed in the arteriotomy, and difficulty advancing a non-abbott "j" tip guide wire through the prostar device was experienced. The guide wire stopped at the area where the hemostasis valve is located in the device, just distal to the guide wire exit port. The guide wire would only advance a few centimeters into the guide wire exit port itself. The hemostatic valve block and the guide wire could not be introduced into the guide wire exit port. The physician retracted the guide wire and inserted it again; and with more effort and slightly pushing it, the guide wire was ultimately advanced through the device. The physician commented "this is not really proper handling". Hemostasis was achieved with the prostar xl device. There were no adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Improper or incorrect procedure or method - incorrect sheath size (6 fr) the device is expected to be returned for evaluation. It has not yet been received.